Event description:
Caller reported a malfunction alarm occurring on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump and assisted the customer with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues occurred again.